Event description:
It was reported that prior to the attempted implant of a transcatheter valve, the patient had a severely calcified type 0 bicuspid aortic valve, multiple comorbidities, and was in clinical fragile condition. During the attempted implant, the deployment of the valve was attempted more than three times and was recaptured following each deployment attempt due to the valve dislodging into the left ventricular outflow tract (lvot). However, the patient's condition began to "deteriorate" and the physician decided to withdraw the system from the patient. Subsequently, a new valve was used to successfully complete the procedure. Following the implant of the new valve, the patient remained stable.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evproplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the patient's blood pressure started to drop during attempted deployment. It was noted that a pre-implant balloon dilation was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.